Manufacturer narrative:
Product ID: 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 7438 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID: 3387-40 lot# v006488, implanted: 2006 (B)(6), product type lead (B)(4).

Event description:
It was reported that the patient was not receiving stimulation. It was additionally reported that his patient programmer did not have any "green lights" turning on other than the programmer's own battery light. The patient was additionally noted to not feel stimulation "when the stimulation button was pressed." The patient was reported to have met with their health care provider in (B)(6) 2012 for a checkup and was told that his ins (implantable neurostimulator) was fine and that the battery life was "real good." The last time the patient reported feeling stimulation was two days prior to report. It was additionally noted that the patient often turned on and off his device. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Additional information received stated that the patient was again "unable to turn it (the implantable neurostimulator(ins)) back on with the programmer." It was reported that the programmer "needed a new battery and when the battery was replaced, the programmer still said it needed a new battery." While the device was turned off, it was reported that the patient "had a return of symptoms" which included "real bad tremors" and "trouble walking." The ins was reported to have been manually shut off the "night before the report." It was additionally reported that the device had been turned off because the patient would "kind of have a boost" when the device was turned back on. The patient performed a "self-check test" and was able to turn the ins back on.

Manufacturer narrative:
(B)(4).